Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where used reported an unsuccessful removal attempt of sensor sn (B)(6) on (B)(6) 2025. The sensor was located in the right upper arm. An incision was made in an attempt to remove the sensor; however, the sensor could not be retrieved. At the time of the call, the user reported doing well. The sensor was not palpable prior to the incision. The transmitter was used to localize the sensor. Ultrasound and magnet were not used for sensor localization.